Manufacturer narrative:
Facility name continued - (B)(6). This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer is questioning a low elecsys vitamin d assay (vitamin d) result for 1 patient with hypercalcaemia. The patient¿s vitamin d result was 26 nmol/l. This result was reported outside of the laboratory. At this time, the patient had a calcium result of 3.28 mmol/l and is being treated with an unspecified dosage of dihydrotachysterol. The customer is wondering if there is an interference with dihydrotachysterol and the assay. The customer is wondering if it¿s possible that vitamin d intoxication caused the hypercalcaemia. There was no allegation that an adverse event occurred. The cobas 8000 e 602 module serial number was not provided. The investigation stated that hypercalcaemia can be induced by excessive dosages of dihydrotachysterol. Calcium results should be obtained at the start of being treated with dihydrotachysterol and then periodically until the required maintenance dosage has been established. Calcium results should then be kept between 2.25 mmol/l and 2.5 mmol/l. There are classes of medicines that interact with vitamin d analogues that require adjustments to dihydrotachysterol. Thiazide diuretics may enhance the calcaemic response leading to hypercalcaemia. The investigation is ongoing.

Manufacturer narrative:
A specific root cause could not be identified. It is not known if dihydrotachysterol interferes with the vitamin d assay since dihydrotachysterol has not been tested with the vitamin d assay.